Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. Coloplast routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.

Event description:
Additional information reported to coloplast on (B)(6)2024, though not verified: the patient was implanted with the device on (B)(6)2008 and no complications were reported. The patient developed worse bilateral right inguinal pain radiating to the buttocks, which increases when sitting. The period ranges from 2014 to 2019 and is not improved by conservative treatments. On (B)(6)2020, the sling was removed completely, which was found to infiltrate the central urethral wall without perforating it. Subsequently, there was an improvement in pain.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced persistent urinary incontinence despite the sling placement and an increase in urinary retention since the implant surgery. Additionally, the patient has experienced leakage with coughing and planned to get a second opinion regarding options of treatment for incontinence. Subsequently, she experienced anterior hip and sacroiliac pain, mild degenerative changes in right coccyx and pubic synthesis were found. A MRI showed selective atrophy in the gluteus maximus and gluteus minimus. Soon after the patient experienced the onset of severe chronic and uncontrolled vaginal pain, her right leg was ¿paralyzed¿ for approx. 3 days which spontaneously resolved, intermittent dyspareunia and surgery to remove sling was offered. Removal of the vaginal sling was performed with exploration of the obturator space, urethral lysis, vaginal paravaginal, dissection and mesh removal from the deep obturator internus muscles, anterior colporrhaphy. This was a very difficult surgery due to scarring from the mesh in the midurethra and the dissection required to remove the mesh from the right groin that was very deeply implanted with a lateral obtuse cephalad orientation. The entire sling was removed.